Event description:
It was reported the multifocal intraocular lens (iol) was exchanged without complication 1 month postoperative. The reason stated was dysphotopsia. In follow-up with the reporter it was learned the patient was experiencing halos and glare, a known and labeled possible side effect of all multifocal lens implants.

Manufacturer narrative:
The intraocular lens (iol) was received but has not yet been evaluated. The iol met all manufacturing specifications prior to release. All information currently available is contained in this report. A supplemental report will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Batch record was reviewed and shows no deviations. A review of complaint records revealed that no other complaints from this order number were received. Visual inspection of the optic pars took place and no optical deviations could be found. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. The results of our investigation revealed no product deficiency suggesting this event was not caused by the iol. All information available is included in this report.